Manufacturer narrative:
Date rec¿d by MFR:04jun2019. A touch screen assembly was returned to the fi(failure investigation) lab for evaluation. Visual inspection of the touch screen assembly revealed no damage or contamination. Resistance measurements was performed on the returned touch screen assembly and the touchscreen measured resistance are out of specification. The root cause of the reported issue was due to the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19march2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen and calibrated the unit to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported touchscreen failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. Event date not specified; estimate used.